Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, the pt experienced hepatic insufficiency. The 15mm de novo target lesion was located in the 90% stenosed left circumflex coronary artery. Ejection fraction was reported to be 83%. The lesion was predilated, and the 3.00x16mm taxus express2 stent was successfully implanted without difficulty. It was post dilated with the stent delivery system balloon. There were no complications with this procedure and the pt's condition immediately post procedure was reported as "stable". The pt was discharged one day post procedure on bayaspirin and plavix. Nineteen days following the index procedure, the pt was diagnosed with hepatic insufficiency. The pt's anti platelet therapy was changed from plavix to panaldine 23 days after the index procedure. At the 6 month follow up, which took place 5 months and 2 days after the index procedure, the hepatic insufficiency was resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.